Manufacturer narrative:
The tech found the head up valve was stuck open. He replaced the valve to repair the bed.

Event description:
Info received indicates the head up function is not working properly.